Manufacturer narrative:
This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
# (B)(4). Incident occurred in UK: broken catheter tip with part of the wire remaining in the patient. The fragment was successfully retrieved, though the patient required an additional incision as a result.